Event description:
During use of the pump, the alarm indicating "20 minutes battery time left" was noted. The patient was transferred to another pump and there were no complications. The hospital's biomedical department performed the service to the pump.